Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged coughing up blood, bad heart, lung paralysis, pneumonia and headache. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of dust/dirt contamination throughout device enclosure, and airpath, slight black contamination at the blower seal of the blower box consistent with keratin contamination. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device provided airflow during therapy. The manufacturer confirmed the presence of dust/dirt contamination in the airpath. The manufacturer confirmed there was no evidence of sound abatement foam degradation.